Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The issue was resolved after re-docking the patient side cart (psc). After procedure, the fse checked the usm movement and did not find any issue. The system was tested and verified as ready for use. The probable root cause cannot be determined based on the information provided and fse's field evaluation.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the instruments installed on all universal surgical manipulator (usm) arms moved in unintended directions. The issue was reported to intuitive surgical, inc. (Isi) technical support after completing the procedure. After re-docking the patient side cart (psc), the issue was resolved. The procedure was completed without any further problems. No known impact or patient consequence was reported. The following procedure was also proceeding without any issues. Isi followed up with the initial reporter and obtained the following additional information: the endoscope moved freely with uncontrolled motion but it did not rotate at the time of the event. The image was not inverted and the vision orientation did not change on its own. The vision issue did not result in patient injury. The site was not planning to return the endoscope as they indicated that the arms moved unintendedly.